Event description:
It was reported that there was poor sensing. During a revision attempt, the helix took over 20 rotations to retract. The rv (right ventricular) lead was repositioned but the helix would not re-extend even after over 30 rotations of the rotation tool. The lead was removed and visible inspection for tissue lodged in the helix found nothing. An attempt was made to extend the helix while the lead was on the table, without success. The physician then chose to replaced the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 429888 lead implanted: (B)(6) 2015; 5076-45 lead implanted: (B)(6) 2015. (B)(4). Evaluation summary: analysis was performed and no anomalies were found, however the helix of the lead was extrinsically bent, the distal lv (low voltage) electrode of the lead was covered in blood, and visual summary analysis of the lead indicated apparent explant damage; full lead returned and analyzed.